Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery. A 15 mm x 2.00 mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, the device had difficulty crossing and was successfully delivered using a guideliner. During initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.